Event description:
It was reported that the patient received an alert for out-of-range hvli measurements out of the clinic. It was believed that there may be a loose setscrew. The patient was scheduled for surgery.

Manufacturer narrative:
Na